Event description:
Date of mi updated

Event description:
During index procedure the patient had one endeavor sprint drug eluting stent implanted in the cx. Approximately 26 months post index procedure, the patient had an mi which was unknown if related to target vessel. Investigator assessed that the event was not related to the study device. On the same day, the patient had a target vessel CABG revascularization of the obtuse marginal. After surgery the patient was submitted to angiogram that showed 50% stenosis of arterial graft and so the patient was submitted for another surgery on the same date. The outcome was successful. Investigator has assessed that the event was not related to the study device.

Event description:
Two (2) cabgs were performed during the previously reported target vessel revascularization approximately 26 month post index procedure - one in the lad and one involving the 1st and 2nd obtuse marginal.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).